Manufacturer narrative:
Per manufacturer's investigation results: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "light is dim" was confirmed. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that cause of the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes moisture to penetrate the blade, which affects electronics, and dims light. As well moisture was penetrating to camera optical system, what caused image degradation, spots, shadows. This event is filed under internal complaint ID(B)(4).

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported the light is dim. No procedure or patient involvement. No negative impact in state of health reported.